Event description:
It was reported that a few days after a pump refill, the patient experienced symptoms of overdose; specific symptoms were not provided. The patient was admitted to the intensive care unit. The patient was reported to be "improving after pump dose adjusted down". The report indicated that the hcp reported using the same drug concentration and dose that was used at the refill; morphine 50mg/ml at a rate of 9.895mg/day. The pump volumes were checked and the expected reservoir volume was 3.5ml and the actual reservoir volume was 0ml. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.